Event description:
The customer reported that the system was displaying an x-ray disabled error message and was down. The error message rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller was replaced. The system was then found to be operating as intended.